Manufacturer narrative:
Additional information: the resolute onyx had been inspected prior to use with no issue. Resistance was noted when advancing the 3.0 mm × 22mm resolute onyx.

Manufacturer narrative:
The procedural images contained in the journal article confirm the severely tortuous and calcified nature of the proximal to mid rca artery. On deployment the 3.0x22mm stent appears to confirm to the vessel shape. Image c captures deformation of the stent. It is possible that the stent was deformed as the post-dilatation balloon and buddy support wire were removed. However this cannot be confirmed as the complete set of procedural images were not provided for review. The reported deformation is confirmed from the still images reviewed. Date of publication article title: longitudinal deformation of a third generation zotarolimus eluting stent: ¿the concertina returns!¿ world j cardiol 2017 january 26; 9(1): 60-64 issn 1949-8462 (online) © 2017 baishideng publishing group inc. All rights reserved. Http://www.wjgnet.com/1949-8462/full/v9/i1/60.htm.

Event description:
It was reported in a journal in that during a procedure and after delivering a non-mdt guide catheter to intubate the rca and using a buddy wire, the physician delivered a 2.75 mm × 38 mm resolute onyx drug eluting stent in the mid segment. The physician continued the procedure by pre-dilation of the ostial-proximal lesion and stented with a resolute onyx 3.0 mm × 22 mm zes and post-dilated with a 3.0 mm non-compliant (nc) balloon. It was noted following stent deployment and after removal of the buddy wire that significant longitudinal deformation could be seen. The physician treated with non-compliant balloon dilatation and third zes insertion (resolute onyx 3.0 mm × 18 mm) all the way to the ostium. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Both lesions were heavily calcified lesion requiring buddy wires with difficulties in stent tracking. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.